Manufacturer narrative:
H6 - patient code: no code available (3191) - the patient had an additional procedure to correct the type I endoleak. H6 - results code: appropriate term/code not available (4247) - endoleak. Investigation - evaluation: update: additional information was received from the customer on 03un2019. The site reported that the information about the device migrating was a data entry error that has been corrected. As migration did not occur, the complaint regarding this failure mode cannot be confirmed. A review of documentation including the complaint history, device history record, instructions for use and quality control of the device was conducted during the investigation. The complaint device was not available for evaluation, as it was not explanted from the patient. Images of the complaint device also could not be provided for this case. Imaging from a similar complaint was opened for the same failure of a type ib endoleak on a zsle graft. The review of imaging for that complaint showed that the manufacture of the device did not contribute to the failure mode. As the device or imaging is unavailable, and past complaints do not indicate manufacturing deficiencies, there is no evidence to suggest the device was not manufactured to specifications. Additionally, a document-based investigation evaluation was performed. Adequate controls are in place to ensure that the device is manufactured to specifications. Design verification testing performed in these tests showed that the affected product is safe and effective for its intended use. A review of the device history record could not be completed, as the lot information was not provided. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression.¿ ¿4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries.¿ ¿11.1.7 molding balloon insertion: 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. (Fig. 15) 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. (Fig. 15) 10. Remove molding balloon and replace it with an angiographic catheter to perform completion angiograms.¿ ¿12.3 abdominal radiographs: the following views are required: four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. Record the table-to-film distance and use the same distance at each subsequent examination ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid.¿ 12.6 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak, aneurysms with type iii endoleak, aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status), migration, inadequate seal length. Consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement.¿ it was concluded that there are adequate instructions to facilitate the correct placement and use of the device. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. It is possible that disease progression increased the size of the iliac arteries or other anatomical factors contributed to this event. However, without more information available, a definitive conclusion cannot be reached. Per the quality engineering risk assessment no further action is required the appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on 03jun2019 that the site had deleted the information indicating that the device had migrated, as it was a data entry error. A secondary intervention to place a distal extender was performed on (B)(6) 2018 to correct the type I endoleak. This procedure was considered successful.

Event description:
No additional information has been reported since the submission of the initial report on 05/01/2018.

Manufacturer narrative:
Evaluation method codes: 4117, device not accessible for testing. Evaluation results codes: 3221, no findings available. Evaluation conclusion codes: 4315, cause not established. Evaluation / investigation: imaging of the event, the planning and sizing sheet and patient¿s anatomy was requested however, no information has been provided. The lot number for this device was requested but not provided. Without the complaint device, a physical investigation was not able to be completed. Each zenith device is shipped with the instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. A review of the device history record could not be performed due to insufficient lot information. According to the IFU appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Inaccurate placement and/or incomplete sealing of the zenith spiral z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Inaccurate overlap of the zenith spiral-z aaa iliac leg may result in increased risk of migration of the stent graft. The patient had a pre-existing condition of hypertension, hyperlipidemia, diabetes, previous smoker, severe systemic disease and coronary disease. It is possible that the above conditions would have increased the pressure within the vessel and increased the risk of iliac leg migration. The IFU includes, appropriate device sizing, sealing and overlap information to prevent migration of the device. Possible causes for a type I endoleak could be due to inappropriate sizing, inappropriate deployment procedure followed (deployment of the suprarenal stent in the infrarenal abdominal aorta rather than in suprarenal abdominal aorta), patient's anatomical conditions, disease progression (aneurysm neck expansion, increase in the aneurysm diameter) leading to iliac dilation or inappropriate sizing. As previously noted, appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Inaccurate placement and/or incomplete sealing of the zenith spiral z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. The IFU instructs the user to inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return to cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. It could be possible that the reported distal migration would have compromised the zsle leg distal seal zone and increased the risk of the type ib endoleak in the iliac leg. Imaging of the event, planning and sizing sheet and patient's anatomy was requested however, no information was provided. Therefore, based on the information provided a definitive cause for the migration and type 1b endoleak could not be determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: zalb-30-98, zsle-20-74-zt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the zenith flex with spiral-z technology aaa endovascular graft iliac leg had a distal type I endoleak and migrated distally more than 10 mm. The electively selected patient had an asymptomatic aneurysm with a maximum diameter > 5 cm, which required placement of an endovascular stent graft. As reported, on (B)(6) 2014, the (B)(6) male patient underwent a procedure and had three cook devices successfully implanted. At day of procedure, the patient presented with a maximum aneurysm diameter of 50 mm and a proximal neck diameter at lowest renal artery was 25 mm. The neck quality was classified as parallel. On (B)(6) 2018 (1471 days post-procedure), the follow-up CT imaging revealed a maximum aneurysm diameter of 65 mm. The devices were patent and intact and there was no kink observed. A distal type I endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg was observed. Furthermore, the zenith flex with spiral-z technology aaa endovascular graft iliac leg migrated distally more than 10 mm. A type ii endoleak was present. Additional information has been requested regarding impact to patient caused by the migration. Additionally, it has been requested if there has been any intervention to correct the endoleak. At the time of this report, the patient¿s current status is not known.